Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 551 mg/dl after eating dinner. The customer did not mention any symptoms of the high blood glucose levels, but they were able to treat the issue with the insulin pump. The customer was assisted with troubleshooting and was able to change the infusion set of their insulin pump. The customer did not return the insulin pump back for analysis.